Event description:
It was reported that the home patient (hp) experienced peritonitis manifested by abdominal pain and vomiting coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. On the day that the patient was hospitalized, the pd therapy was discontinued and hemodialysis therapy was initiated. The patient was treated with zosyn (dose, frequency and route not reported). At the time of the report, the patient was still in the hospital. The patient was recovering from peritonitis. No additional information is available. This report is 3 of 4 for this event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was conducted for potentially associated lot number 13e15h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).